Manufacturer narrative:
Event date is estimated.

Event description:
Manufacturer reference report number #: 3006705815-2021-02280. Device 2 of 2. It was reported that the patient lost therapy due to a fractured lead. Surgery occurred where the leads were explanted and replaced to address this issue.

Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.